Event description:
The device was used during a psophagectomy procedure. Reportedly, the device partially fired. The surgeon applied another device to complete the procedure. The hosp has reported no patient injury occurred.